Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having high glood glucose due to excessive not delivery alarms. Customer previously called with same issue and was able to troubleshoot with no resolution. Customer's blood glucose was 477 mg/dl. Customer tried all remedies and declined further troubleshooting and requested for insulin pump to be replaced due to no resolution.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.